Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had elevated lactate dehydrogenase (ldh) 500-998. The patient was treated with heparin continuous infusion. The elevated ldh had not resolved. The patients ldh was noted to be elevated since implant in (B)(6) 2022. Hemolysis was not confirmed and the chronic ldh was treated with warfarin and clopidogrel.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of an elevated lactate dehydrogenase (ldh) level could not be conclusively determined through this evaluation. The controller event log file contained data from 25jun2022 through 28jun2022, per the timestamps. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists hemolysis as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿, provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.